Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the grater broke during a surgery. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400pr, serial number (B)(6), was received for investigation. Three damaged devices were received for evaluation. However, is not possible to identify which device belongs to which case. Pictures of the investigation and evaluation will include all the pieces that were received. A functional test was not performed due to the damage to the device. Visual evaluation found that the outer hub was detached; it was also noted that the plastic was melted. The device was damaged. User error is the most likely cause(s) of reported failure, as mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use. According to dfu-0215 at revision 1. F. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 8. Excessive ¿loading¿ on the powerasp device will disengage the cam mechanism and stall the cutting effectiveness. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.